Event description:
The customer reported employees who complained of physical symptoms while working with cidex opa. The customer uses the solution to process vaginal probes. The customer reports having three air exchanges an hour in the processing room so they use a gus system. The employee reported shortness of breath, cough, and feeling like her throat was closing. The employee was seen by a doctor in the emergency room and was prescribed solumedrol, benadryl, and a medrol dose pack. The customer also reported that there was construction occurring in the building.